Manufacturer narrative:
Corrected field: g6 (follow-up #) there is a mistake in the "follow-up #" field (g6). It was sent as follow-up #2 instead of follow-up #1. This report is to make the correction in g6 field.

Manufacturer narrative:
Product returned, investigation completed 1/10/2018. A visual inspection found the unit had a melted turret and lamp module housing had melted. The high heat caused the lamp braces to bend. Functional testing found the lamp would not ignite. A known good test lamp was installed into the unit and ignited. The unit was left to run for one hour and did not overheat. The serial number (B)(6) indicates the unit was manufactured in 2011 by the luxtec corporation. Given the damage to unit and not knowing if airflow was restricted during use, it cannot be determined what caused this damage. The complaint can be confirmed. There has been no manufacturing deficiency identified.

Manufacturer narrative:
11/13/17 integra investigation completed. Method: failure analysis, device history evaluation: results: failure analysis: complaint is unconfirmed; this is due to the product not being returned for review. Complaint will be reopened if product is received. Device history evaluation: no anomalies noted. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation.

Event description:
Customer initially reports that the or staff was complaining about a "burning smell" and when the biomed opened the unit up the lamp assembly was burnt. The lamp tried to fire when turned on but did not come on. When the lamp holder was removed it was discovered that housing melted. No harm to anyone.